Manufacturer narrative:
Onsite functional and visual examination was performed. Found that the mobile view station (mvs) and image acquisition system (ias) gateway address was incorrect. The settings were changed and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system is not producing spins with a nav tag on them. They have green lines of communication, and they see the thumbnails on the mobile view station (mvs) but no nav tag. The site had intermittent functionality when taking the spin, and had to depress the button to take a spin several times before a spin was completed. They did this twice. Navigation was aborted. The site tried to take a confirmation spin and the system would no longer take any spins. Besides this, there was no patient impact reported and a delay to surgery of less than one hour.

Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to image transferring issue. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. Investigation found that the mobile view station (mvs) and image acquisition system (ias) gateway address was incorrect. The settings were changed and the issue was resolved. The system passed a system checkout and was returned to an operational condition number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.